Event description:
The dental implant fx3612swc was removed on (B)(6) 2018 due to failure to osseointegrate 11 days after implantation. The patient has no significant medical history. The patient has recovered without complications.